Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose was 200 mg/dl.